Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient received three inappropriate shocks due to noise that was oversensed. X-ray identified a potential fracture of the electrode located near the base of the device. A revision procedure was performed and the system was removed from service. It was revealed that this patient had twiddlers syndrome. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured. Visual examination identified multiple fractures and excessive twisting occurred at the fracture sites. Additionally, an insulation crack was identified which was noted to be only a surface crack which did not result in damage to the insulation. Based on the analysis results, the fracture appears to be the result of twiddlers syndrome.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.